Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that will fail to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for evaluation. The customer confirmed they have removed the device from service. The cause of the reported failure could not be determined.